Event description:
Event description guidant received information that the lead safety switch was triggered on this ventricular lead and the patient with this pacing system was experiencing muscle stimulation. The caller was unfamiliar with the lead safety switch and requested information on the device feature.